Event description:
We have had multiple issues with this secondary tubing not infusing medications. This medication started dripping in the chamber when the registered nurse (rn) started the medication, but when rn returned it had stopped infusing, and the IV pump was pulling from primary fluid bag. Usually this issue is with glass vials, but this event was with a medication bag. There are extensive instructions for priming this tubing, and rn says all steps were followed appropriately.